Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. During review, the pulse generator exhibited backup operation due to event que overflow. The asymptomatic patient was brought in on (B)(6) and a device download was performed. The patient will continue to be monitored normally.